Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using an 14f amplatzer amulet delivery sheath. The diameter of the left atrial appendage was 23mm, and the size of the occluder was determined by angiography. After the transseptal puncture was performed, heparin was administered every 20 minutes. During the procedure, the patient's activated clotting time was always above 250 seconds. During procedure, the device was repositioned twice. The device was never completely retracted into the delivery system. It was reported that it was difficult to place the delivery sheath into the left atrium due to the vasculature of the patient. An angiogram was not performed to confirm the placement of the device before unscrewing the delivery cable. Shortly after release of the device from the delivery cable, the occluder embolized into the left atrium. A transcatheter snare was attempted to retrieve the embolized device, but the interventional retrieval of the device was interrupted in order to drain a pericardial effusion seen in the left atrial appendage. It was reported that the pericardial effusion may have developed due to the multiple wire exchanges that took place in order to bring the delivery sheath into the ostium of the left atrial appendage. During the attempted drainage of the pericardial effusion, the device embolized to the mitral valve. The pericardial effusion eventually led to cardiac tamponade. The physician was unable to control the pericardial effusion and referred the patient to emergency surgery. The device was surgically explanted, and the pericardial effusion and cardiac tamponade were resolved. The patient was reported to be recovering. The implanter reported that the device may not have been implanted deeply enough into the left atrial appendage, and the pull test for stability could have taken longer during implantation of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A event of the device embolizing and pericardial effusion was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the cause of the device embolism was unknown but could have been due to the device being implanted too shallow. It was indicated that the pericardial effusion was noted to have occurred after the device embolized and that the cause was unknown however it could have been caused by wire exchanges during the attempt to retrieve the embolized amulet. The exact cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.